Event description:
The manufacturer received information alleging visualization of particles in the air path related to the sound abatement foam on a previously remediated device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient also claimed the device has a burning smell and is noisy while in use. The device had been previous recalled as part of the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The recalled device was evaluated on 10/17/2022 and no evidence of particles were found in the assembly. Remediation of the sound abatement foam on the device occurred on 10/17/2022. It was also determined that the upper enclosure buttons were damaged on the recalled unit. The remediated device has not been returned. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.